Manufacturer narrative:
A patient was admitted to the hospital emergency department due to infection was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient was admitted to the hospital emergency department due to infection. The location of the infection was unknown. Surgical intervention was undertaken wherein the system was explanted. No further information was provided.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received.